Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency treatment which was aborted and later the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse analysed the logs and revealed faults in the ippc and its communication with the flexvision pc. To resolve the issue, the fse cleaned the ippc disk space and ran a pc diagnostic which determined that the software reinstallation on flexvision pc was required. The fse reinstalled the software in the flexvision pc, which resolved the reported issue. After ippc disk clean up and reinstallation of flexvision software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.